Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that they had a unit of plasma derived from whole blood with a redtinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.